Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019 a search of our system was performed, and the lot number reported was found to be invalid. Therefore, a device history record review cannot be performed. Multiple attempts to clarify the lot number have been performed, but were not successful. If additional information is made available in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).